Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 24 mg/dl. She could not remember the incident date. Low blood glucose was treated with glucose tablets and food. The customer stated she had been having lows for about a month. She experience shaking, sweating, anxiety, mental confusion, belligerence, inability to follow simple commands, weakness, and fatigue. During troubleshooting, it was indicated that the auto mode/smartguard automatically delivering insulin at the time of low blood glucose event. The customer mentioned currently having changes in stress level and eating habits. The device passed the displacement test. The pump will not be returned for analysis.